Event description:
It was reported that the patient experienced complete heart block (chb). A patient was selected for a 23mm lotus edge valve implant. The aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus edge valve. Prior to the balloon valvuloplasty, the patient developed bundle branch block and then after the valve deployment began, the patient went into chb. A permanent pacemaker was implanted after the valve implant procedure in order to treat the chb. There were no further patient consequences reported.